Event description:
It was reported that while the anesthesia workstation was connected to a patient in afgo (additional fresh gas outlet) mode, an alarm for high airway pressure was generated. There was no patient harm manufacturer's reference #: 403938.

Manufacturer narrative:
Investigation of the reported event has been completed. Analysis of the received device logs confirms the airway pressure: high alarm on one occasion. The log also shows that etco2: low alarm has been generated several times in afgo mode. According to provided information, the breathing circuit was removed to an other rotameter and they ventilated without any issues. The system was continued used in automatic ventilation without further issues. No problems have been reported after the reported event. The breathing system used in afgo ventilation was not tested after the event. The root cause of the reported problem was most likely due to the breathing circuit connected to the afgo outlet that caused a high resistance and high airway pressure alarm.

Event description:
Manufacturers ref: (B)(4).